Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported ongoing therapy concerns stating that for a while program 6 was working well for them but then they started leaking more than they should. Patient reported symptoms were worse at night than during the day. Patient wanted to know if they should try a different program. The patient reported 2 months ago they changed it and when they put the y connected to their ins they got the worst shocking sensation and patient does not know what caused it and their bottom hurt for a week and a half and they had to decrease the stimulation. The patient did not want to contact their managing doctor's office because they are especially busy at this time. Patient services reviewed option to increase stimulation or change programs and general theory regarding programming changes. The patient decided they will slightly increase stimulation where they can feel it comfortably and monitor symptoms. If not resolved patient will change programs.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient wants to make an adjustment as has been leaking (urine) a lot. They had tried different programs however is confused. Patient said does pretty good during the day however the night is their biggest problem. Patient said that during the day wore a pull-up with a pad when went shopping and said that when they started walking could feel the urine flowing. Patient said that at night wears a pull-up however also adds a pad and has to change the pad like 4-5 times each night. Patient said that when lying on their right side the urine gush isn't as heavy however leaks urine all night long. Patient said has been constantly going to the bathroom since around february and has switched programs and adjusted the setting. Patient said last summer did meet the manufacturing representative (rep) at doctors office for reprogramming session. Patient said that at the beginning of october, started taking daily shots (in abdomen at 3 pm) for osteoporosis which has to take for two years. Reviewed therapy information and general programming guidance and reviewed how settings may affect ins battery longevity. During the call with instruction the p atient connected to ins and it was discovered that stimulation was turned off. Patient switched to next program and adjusted the setting to level in which felt stimulation sensation and confirmed that sensation is comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient to consider checking with prescribing doctor or supporting nurse to check side effects of new medication.

Manufacturer narrative:
Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They repeated previously reported concerns that they are getting good therapeutic effect during the day, but still having to get up multiple times at night. Patient indicated that, overall, they are still getting control over accidents which they are happy with. Agent reviewed the option to try different programs. The patient has an upcoming procedure to replace their defibrillator and wanted to know if the interstim should be turned off before. Agent recommended patient turn therapy off if electrocautery will be used. Agent reviewed handset use and how to turn therapy off.